Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and then went down blood glucose level was 592 mg/dl. Customer also stated that the insulin pump had insulin flow blocked alarm. It was also stated that the insertion site was bleeding and receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The insulin pump was not in auto mode at time of high blood glucose.